Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was 187 mg/dl at the time of the incident. After performing troubleshooting for insulin pump error. Alarm occurred shortly after inserting a new battery. The customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test and displacement test or verify watchdog timeout alarm due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.